Event description:
A customer reported encountering a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of steps, including inspecting and cleaning the pump components, removing it from its case, and attempting to reload the cartridge. Despite these efforts, the customer was unable to successfully load the cartridge onto the pump. No additional information was received regarding the outcome of the event.